Event description:
Caller states that the pt tested 6.2 inr while a comparison lab returned as 4.46 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.